Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the patient used two sensors but neither of them were working, and when they removed the sensors from their body the electrodes were missing. The patient's blood glucose at the time of incident is unknown. The sensors were not returned for analysis.